Event description:
The pt went into cardiac arrest and a philips heart smart AED was applied. The AED was stuck in the analyzing mode for 2 mins and failed to function properly. Pt responded to CPR and narcan without needing further assistance from the AED. AED had difficulty downloading data as well. Philips notified of problem. Still has not attempted to pick up the device. Claim initiated #(B)(4).